Event description:
It was reported that the customer experienced a low blood glucose (bg) level (49 mg/dl). The customer consumed a soda to treat the low bg. No pump issues could be identified. The cause for the reported issue is unknown.